Event description:
Infection [infection]. Abscess [abscess]. Case description: spontaneous report received on 07-oct-2009 from a physician, via a sales rep, regarding an unspecified number of pt(s) that presented with infection and abscess following c-section(s) in which seprafilm was placed. The pt(s) presented with symptoms about 4 to 5 days post-op and were hospitalized for roughly 1-2 weeks following c-section. No further pt specific info was provided. Add'l info was received from the physician's office on 09-oct-2009. The physician saw a pt who had an infection, while she was on call for another physician. The physician was not able to provide more pt specific info at this time.

Manufacturer narrative:
Evaluation summary: no sample was returned and no lot number was provided by the user facility, therefore, genzyme quality assurance is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be reopened and the appropriate investigation will be conducted.